Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of no boot. Fse determined the cause of the problem to be bent pins on the interconnect cable. The interconnect cable is the only link between the workstation and c-arm so all power to the c-arm comes through this cable. The bent pins caused a loss of power which caused the no boot. Fse replaced the damaged interconnect cable to restore system functions. Based on the age of this system (last manufactured in 2006), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used, and therefore is not a malfunction.